Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with light sensitivity of the left eye approximately three months following lasik treatment. The patient reported the light sensitivity to be extreme outdoors. The patient began a topical non-steroidal anti-inflammatory drop once a day. Additional information received; the patient is pending further follow up appointments. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.